Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to the battery interconnect cable not being firmly connected to the pace/defib engine board connector. The battery interconnect cable was reconnected to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.